Event description:
It was reported that the customer was hospitalized on an unknown date due to high blood glucose. Customer's blood glucose was 24 mmol/l. Customer treated high blood glucose with bolus. Customer did not stated any symptoms related to high blood glucose. The infusion set had abnormal air bubbles. No further patient complications were reported. Troubleshooting was not performed. The device will not be returned for the analysis. Frn-mmt-unk-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.